Manufacturer narrative:
(B)(4). Batch # n5501x. Additional information requested and received: please explain what is meant by, the device did not work? In speaking with the surgeon this was the second firing. He does not believe that he crossed the first staple line but might have which likely interfered with the firing causing the device to lockout. He was unable to get out of the lockout and after several attempts, mobilized the tissue around the stapler with energy in order to remove the stapler, still jammed. On which firing did the event occur? 2nd firing. What color cartridge was being used (please provide product code)? Unknown but it is in the device still that was returned. The analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45m cartridge reload was received fully fired with the cartridge deck damaged. This damage is consistent with the device being clamped over a hard object. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality in the articulated position and the device fired and formed all the staples as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not work. No additional information was available at the time of the call. Procedure was completed with another device of the same product code. There were no patient consequences reported.